Manufacturer narrative:
Due to character limitation in e1- event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) balloon was damaged, blood entered to the machine.there was no patient injury was caused.

Manufacturer narrative:
Updated field- b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to character limitations in e1 event site telephone: (B)(6). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He went to the user's site to confirm that blood had entered the machine and the decoagulant needed to be replaced. We gave the user a quote and the user agreed to the repair. On may 26, 2025, we went to the user's site to replace the decoagulant, performed all the tests specified by the factory, passed them, met the clinical use requirements, and delivered them to the customer for use.

Event description:
N/a.